Event description:
It was reported that this right atrial (ra) lead was exhibiting noise signals. The device also presented noise signals on both right atrial (ra) lead and right ventricular (rv) lead. The lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).